Manufacturer narrative:
After multiple requests, the customer has not returned the device for evaluation; therefore, the complaint cannot be confirmed and no conclusions can be drawn at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The serial number was unknown. All attempts to obtain product information were unsuccessful. Therefore, the UDI is unavailable. Common device name and device product code was unknown. The catalog number and serial number were unknown. PMA/510(k) number was unknown. The manufacturing location was unknown. The device manufacture date is unknown. The reporter's phone number and email address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was observed that the battery handpiece device got stuck and did not work properly while in use with the attachment device. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.